Manufacturer narrative:
Device evaluated by MFR: unit was received for analysis after decontamination (in appropriate packaging). Visual inspection showed two kinks along the catheter shaft tubing. The first is located 4cm from the distal tip and the second is located 50cm from the tip. Microscopic inspection showed damage (crack/break) on the sensor in the distal array, as well as, body fluid. The deployment slider functioned properly, deploying and undeploying the array. An electrical test was performed and the device failed the test. The device failed the magnetic tracking test due to the fact that the sensor pairs were open. X-ray showed a break in the sensor located in the distal section (distal part of the array). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that tracking issues occurred. During an ablation procedure for atypical right sided flutter, an orion mapping catheter was selected for use. The catheter did not display on the rhythmia system, but the electrograms were visible. The procedure was completed with another of the same device. No patient complications occurred. However, device analysis revealed damage (crack/break) on the sensor in the distal array.